Event description:
Per the audiologist, the pt did not respond to sound but showed facial nerve stimulation during psychophysical testing. A CT scan done (date not reported) showed the electrode array to be "in good position". Results of an integrity test done in 2007 was consistent with normal receiver/stimulator function. Reprogramming did not solve the problem. The pt's device was explanted in 2008, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report, this of event is addressed in the device labeling.